Manufacturer narrative:
Investigation into this event determined that the vitros eciq was operating as intended. The customer re-uses sample ID numbers. The customer reused a sample ID that had pending results stored in the analyzer. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state. Re-using the sample ID on a different sample without completion of the original request or the deletion of the pending testing, will cause the original info to be carried forward. The customer was sent ocd technical bulletin (B)(4) pertaining to the re-use of sample ids. The customer has agreed to revise their internal procedure for reviewing and deleting sample ids. The root cause of this event is user error.

Event description:
The customer reported that two pt samples processed on a vitros eciq system were associated with the incorrect pt demographics and requested assays. The customer identified the discrepancies through their laboratory info system. No erroneous results were reported out of the laboratory. There were no reports of pt harm as a results of this event. (B)(4).